Event description:
It was reported that this lead exhibited high capture threshold and low sensing during replacement of the patient pacemaker due to normal battery depletion. The physician decided to implant a new lead, however, the new lead parameters were inadequate, so the lead was not implanted and the physician made the decision to continue to use the previous lead. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
UDI related data quality updates only. This report is being filed as a correction in response to an FDA request. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We have not provided the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this lead exhibited high capture threshold and low sensing during replacement of the patient pacemaker due to normal battery depletion. The physician decided to implant a new lead, however, the new lead parameters were inadequate, so the lead was not implanted and the physician made the decision to continue to use the previous lead. The lead remains in service. No additional adverse patient effects were reported.